Event description:
The customer stated that her blood glucose readings were different from her doctor's readings. The doctor's readings did not have a decimal point. The meter was reset to mg/dl with assistance. The customer did not adjust her diet or medication or allege any adverse events. The customer and pharmacist were satisfied. No product will be returned for evaluation.